Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown.

Event description:
It was reported that the bd¿ phlebotomy sharps collector lid broke off. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the lid broke off when it was attached to the base.

Event description:
It was reported that the bd¿ phlebotomy sharps collector lid broke off. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the lid broke off when it was attached to the base.

Manufacturer narrative:
Investigation summary. One sample received and lid broken from the side was verified . Photos representation provided for investigation. Response received from manufacturer . According to the DHR review process, the result showed there were no issues reported like broken lid during the manufacturing process for the lot number (2234929) reported under this complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported for the same part number and issue. Investigation: based on this investigation and with pictures provided as evidence, it can be seen that the lid is damaged from one corner, additionally, customer reported that the lid broke off when it was attached to the base. With this information, we can confirm that this issue could potentially be related to the manufacturing process since as part of the customer specifications there is a functional requirement to assess the force to separate the cap (top) from the base after the assembly and based on the lot number provided, we were able to confirm within the inspection records that all lids tested were in optimal conditions and no issues were reported however, to identify an evaluated lid, a cut is made in the corner, for this reason, there could have been an escape due to visual inspection omission. Quality alert will be posted to aware personnel involved in the manufacturing process of this product. Also, as part of this investigation, a review of customer complaint records was conducted; based on cc records, no additional complaints were reported for the same problem and the same part number during the last twelve months. Considering that failure mode is related to broken/damaged parts, the mold was verified to rule out that the issue could be generated by a damaged on the mold, the assessment confirms that mold was free of damaged. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process in order to reinforce and insure the correct inspection of the product and confirmed as capable to detect broken or damaged lids. With lot number provided (2234929) it was confirmed that no damages were reported during the manufacturing process, however, omission error within visual inspection and functional test (destructive test) could have happened, for this reason, quality alert was posted to aware all the personnel involved in the manufacturing process and an extra sign was added to the tested lids to make more visible that corresponds to scrap.